Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Detailed incident description: "during the insertion of the peripheral venous catheter (pvc), the patient experienced a sharp jolt. Upon removal of the pvc, it became apparent that the needle had severed the catheter tubing¿surely this should not happen"? Response received on 6/2/2026 nurse wrote: "the patient told me that she felt a kind of pinching sensation in the vein, which startled her; this was noticeable from her posture and reaction." After removal, the entire catheter length was intact. The needle punctured the catheter. Was additional medical intervention/medication required? If yes, please explain no.